Manufacturer narrative:
Four pictures were received for evaluation, as well as one tracheostomy. Visual inspection of the device found a tear in the cuff. As functional testing, the sample was inflated using a syringe and subsequently submerged under water in order to detect for leakage. As a result., a leak was noted to be coming from a small tear in the cuff. During production, an inflation test is performed on 100 percent of the product, as well as a visual inspection to confirm no ragged edges. There is no information to suggest that the product become damaged during manufacturing; the problem source has been determined to be user interface.

Event description:
Information was received indicating that the air pressure was checked of the cuff of a smiths medical portex® blue line ultra® tracheostomy tube and noted that the pilot balloon would not inflate. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.